Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery to popliteal artery (sfa-pop). A 4.00mm x 150mm,150cm, ranger sl (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During procedure, the balloon burst before reaching nominal burst pressure (nbp). The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery to popliteal artery (sfa-pop). A 4.00mm x 150mm,150cm, ranger sl (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During procedure, the balloon burst before reaching nominal burst pressure (nbp). The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The procedural factors did not contribute to the event, as the procedure followed the protocol.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery to popliteal artery (sfa-pop). A 4.00 mm x 150 mm,150 cm, ranger sl (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During procedure, the balloon burst before reaching nominal burst pressure (nbp). The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The balloon was inflated once. The procedural factors did not contribute to the event, as the procedure followed the protocol.

Manufacturer narrative:
Reported event: an event regarding wear an abgii liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was unknown. Complaint history review: could not be performed as lot code information was unknown. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for revision surgery, device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.